Manufacturer narrative:
Received one device for investigation. During visual inspection it was found that dso seal was degraded, it was replaced with a new dso seal. A performance verification test was performed device pass. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device when locked, it wont allow to continue because the device says its unlocked. Cant get pendant to operate and is at an angle. Physical damage/dropped: possibly on adapter piece for pendant. There was no involvement. During visual inspection it was found that downstream occlusion sensor (dso) seal was degraded and it was replaced.